Event description:
The customer reported images cannot be rotated and the collimator closes down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera and performed a beam alignment. System operates as intended. (B) (4).